Manufacturer narrative:
Patient has a history of previous mi, hyperlipidemia and hypertension. During index procedure, one resolute onyx drug eluting stent was implanted in rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Index procedure was prompted by mi. It was reported that a staged procedure was carried out and a resolute onyx drug-eluting stent was implanted in the lad. A peri-procedural mi occurred during the staged procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onxy drug-eluting stents were implanted. Cec adjudicated non-q wave mi of the target vessel rca, 3rd udmi peri-pci occurred to patient one day post procedure.